Manufacturer narrative:
The attending nurse indicated no one at the account witnessed the alleged incident. She said when she entered the room the patient was found on the floor next to the bed and speculated that the patient may have been reaching for a pendant or phone but no one is sure. The nurse stated that she tested the beds brakes at the time of the incident when she entered the room and the bed casters rolled with the brakes set. The field technician investigated and found the bed was generally in poor condition. The 25 year old bed was rusted and appeared to still have the original casters which were cracked and deteriorated. The technician tested the brakes multiple times and found the brakes would set and hold on the bed. The technician asked the accounts biomed about their preventive maintenance procedure. The biomed did not have a service manual but stated that preventive maintenance is performed on their beds each year and was last performed on this bed (B)(6) 2010. The account has placed the bed in storage at this time. The account has not returned messages left regarding the siderail positions and cause of death.

Event description:
The accounts risk manager stated on (B)(6) 2011 a patient received a serious head injury, moderate size hematoma to the top and back of the head, due to the brakes not holding on the bed. She stated the patient expired a few hours later.